Event description:
It was reported that the pump was malfunctioning. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up regarding the reported issue; however, no response was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.